Manufacturer narrative:
A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient came in with an infectious process of the driveline. The patient was taken to the operating room to do a wash out and the pump was directly under the sternum with infectious process present. The chest was washed out and a wound vac was placed at the site of the infection with an open chest. The patient will continue to be monitored. No alarms were reported.

Manufacturer narrative:
The pump was not returned. A correlation between the device and the reported stroke could not be determined through this evaluation. The instructions for use lists stroke, bleeding and infection as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Additional information was received that the patient suffered a large hemorrhagic cerebrovascular accident on (B)(6) 2014. Subsequently, care was withdrawn and the patient expired on (B)(6) 2014. A definite cause of the bleed is unknown, but the patient was being treated for bacteremia, which the hospital source stated tends to make patients more susceptible to acute, spontaneous bleeding. The patient¿s international normalized ratio (inr) target was 2-3. On the morning of the event, the patient's inr was 3.0. The patient did not have any type of significant coagulopathy that the hospital was aware of.